Event description:
The patient was unable to adjust her stimulation. The stimulator was interrogated and was not at a therapeutic level for her to feel it. Impedances were checked; they were all normal with the exception of one contact (reading not provided) which they were able to program around. The patient demonstrated/verified that her programmer was working by increasing and decreasing the stimulation; she felt like her pain was adequately covered. The patient also experienced a warm feeling and redness at the pocket; the patient had lost some weight and her stimulator was now rubbing close to her pant line. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.